Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited noise during a clinic visit. On (B)(6) 2016 the lead was successfully capped and replaced. The patient did not experience any symptoms before or post surgery.